Manufacturer narrative:
This case, with patient identifier (B)(4), is related to case with patient identifier (B)(4).

Event description:
Customer allegedly received the following results, with two different meters, within 10 minutes: 563 mg/dl (guide), 167 mg/dl (compact plus), 277 mg/dl (guide) and 173 mg/dl (guide). No adverse event reported. Return of the suspect device was requested for evaluation.